Event description:
After implanting a 29mm st. Jude mechanical aortic valve graft (minus the graft portion), post-intraoperative transesophageal echocardiogram (tee) revealed significant aortic insufficiency still present. Further imaging showed one valve leaflet not moving with suspected s.a.m. (Systolic anterior motion). Obstruction from outflow track. Valve position rotated without improvement. Valve replaced with a 29mm tissue valve. Notes from the operative report: an aortotomy was performed and the valve was visualized. There were two main things. One, on tee, the valve annulus was around 31 mm and secondly, it was extremely calcified on visual inspection. This was more than almost any other valve which I had seen.the next thing was to excise the valve. Extensive debridement was performed. Once the valve was excised and debrided, it was sized to 29 mm; difficult time inserting through the root. It was assumed that this 29 mm valve would have a tough time going down to the annulus. Thus, a root enlargement performed through the non-coronary/left coronary commissure down to the mitral anterior leaflet. Hemashield graft was secured. It may also be noted the patient's native valve was bicuspid in nature. Once that was done, next the mechanical valve was secured to the native annulus with the help of the subannular sutures. The valve was tested and leaflets were moving well at that time. Next, proximal graft to the aorta anastomosis performed using 4-0 prolene suture... On the distal end, we sandwiched the aortic wall between two layers of felt. The distal graft to the aorta anastomosis performed using 4-0 prolene running suture as well... Post procedure tee: initial post-interventional study: after proper de-airing techniques and separation from cardiopulmonary bypass, there has been the interval replacement of the aortic valve with a mechanical valve. There is moderate aortic insufficiency located adjacent to the anterior leaflet of the mitral valve.second post-interventional study. Again after proper de-airing techniques and separation from cardiopulmonary bypass, there remains moderate aortic insufficiency present. Further examination of the mitral valve demonstrates that the anterior leaflet of the mitral valve may be interfering with the mechanical of the mechanical valve. Post-interventional study number 3. After proper de-airing techniques and separation from cardiopulmonary bypass, there has been the interval replacement of the aortic valve with a bioprosthetic valve. There is 1+ central jet aortic insufficiency present. There is no perivalvular leak. The peak gradient is 13 mmhg and the ejection fraction is 20%. Surgeon's operative note states: "again, on checking the valve by tee examination, one of the leaflets was again not moving causing aortic insufficiency. Since we did not observe any subvalvular ledge or obstruction, the tee examination was examined in detail and looked like that anterior leaflet of the mitral valve was obstructing the hinge motion and movement of the leaflet. "At that time, cross clamp was placed in the proximal ascending aorta and cardiopulmonary arrest was again obtained. The graft was divided from the ascending aorta and the mechanical valve was removed along with all the pledgets. Subannular pledgeted sutures again inserted and a 29 mm st. Jude epic valve was secured in the native annulus with the help of sutures...tee examination post-bypass demonstrated good function of the aortic valve with no paravalvular leak....the patient tolerated the procedure well and was transferred post-op to ICU in stable condition.